Manufacturer narrative:
Device investigation shows a multiple damaged device and due to the limited information from the field, is not clear if the device was functional whilst it was implanted. However, according to the patient report and the device explant report form the device was explanted due to insufficient hearing ability with the device, most likely due to the medical condition of the middle ear which leads to otorrhoea. This is a final report.

Event description:
The explant was received from the clinic staff. It was reported that the device was explanted due to insufficient hearing ability with the device. According to the information on the device explant report form the symptom leading to explantation was otorrhoea. The user was re-implanted with a bone conduction implant.